Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data. Performance data collected from the device was analyzed, and revealed that battery depletion indicated/eri (elective replacement indicator) on (B)(4) 2011. Eri was likely caused by the ablation procedure. The device was able to be reprogrammed.

Event description:
It was reported that the device went to eri (elective replacement indicator) during rf (radiofrequency) ablation procedure when prior to the procedure the estimated longevity was two years. It was noted that the high energy level used by rf ablation can cause the device to react in this manner. The device was programmed back to dual chamber and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.